Event description:
This event was initially reported as a malfunction for foggy image. Upon additional information provided, this event is no longer reportable. This event description most likely indicates "nonconforming appearance (e.g. Discoloration, peeling material, and/or torn cable)". The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. No report will be filed.

Manufacturer narrative:
This event was initially reported as a malfunction for foggy image. Upon additional information provided, this event is no longer reportable. This event description most likely indicates "nonconforming appearance (e.g. Discoloration, peeling material, and/or torn cable)". The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. No report will be filed.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.